Event description:
It was reported that a patient underwent a retropubic sling procedure on an unknown date. Three days post op, the patient presented with suprapubic, left labia and left medial thigh pain. An ultrasound performed showed no fluid collections. The patient was given a marcaine and methylpredinisolone injection which provided a sixty percent reduction in pain. The physician stated that he wanted to explore the patient and possibly excise the first six cm of tape on the left side based on what he read in the literature. There was no additional information available.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.